Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they are having the implantable neurostimulator (ins) taken out because since having a fusion it was not covering the pain. Leads are still in and the hcp said vertebrae would need to be cut to get the leads out and patient did not want to do that. Patient is still having issues in neck and lower back.